Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10. Corrected: g1, h4. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot. ¿part number: 02.221.103s. Lot number: 71704p6. Manufacturing site: mezzovico. Release to warehouse date: 12 aug 2025. Expiry date: 1 aug 2035. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.¿ if additional information is made available, the investigation will be updated as applicable.

Event description:
Additional information received: a. Just wanted to check if there was any patient impact due to the change of 9 hole ppfx plate? Any patient consequences or post op care change? The 9 hole didn¿t go into the patient. The 10 hole was implanted with a loose gt ring attachment plate. I¿ve not heard from the surgeon that anything has gone wrong with the fixation.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that va-lcp ppfx proximal femur plate 3.5/4.5 and va locking ppfx greater trochanter ring were involved in an intraoperative event during an orthopedic procedure. The connecting screw on the left small gt ring plate cross-threaded when connected to the 10-hole ppfx plate, preventing removal and replacement of the screw. Attempts to use alternative plates and connecting screws were unsuccessful, but the 10-hole small plate was ultimately implanted in its cross-threaded position. The procedure was completed after a 10-minute delay, with no fragments generated and no additional medical intervention required. There were no reported consequences or impact to the patient, and no change in post-operative care was necessary.